Event description:
Focus toric lens of left eye could not be seen through and was extremely blurry. After a few days, left lens fell apart. Tried second set of contacts in the 6 set-6 month pack. Could not see through left eye contact clearly again and there was also a set missing from the boxes. Under same prescription, previous contacts worked perfectly.